Event description:
It was reported to philips that the device was experiencing an etco2 pump failure. There was no patient involvement.

Event description:
It was reported to philips that the device experienced an etco2 pump failure. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty etco2 module. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the etco2 module. The etco2 module was replaced to resolve the noted issue. Etco2 calibrations were completed for preventative maintenance and the unit was deemed fit for use. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device was experiencing an etco2 pump failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.